Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 80 samples were taken from the current production, the cuff from the samples were inflated and left for four hours, after this time samples were checked to verify if any leak was present however all samples were still fully inflated, defect reported "leak - balloon cuff" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the doctor found cuff leakage when using on patient and changed new one". No patient injury or harm reported. Patient condition reported as "fine".

Event description:
It was reported that "the doctor found cuff leakage when using on patient and changed new one". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#: (B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The et tube and two suction catheters were returned in their original packaging. The swivel connector assembly (both swivel connectors and the y connector) was returned out of its original packaging. An actual sample was not returned. The representative sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuffs on the returned et tube. A syringe was filled with air and attached to the valve of the tracheal (white) pilot balloon. Upon injection of air, both the pilot balloon and cuff immediately inflated. The same process was used to test the bronchial (blue) inflation line. Once again, both the pilot balloon and cuff immediately inflated. The syringe was then removed and the cuffs and pilot balloons were inspected for leaks. No leaks were detected. The syringe was then reattached in order to deflate the balloons. All pilot balloons and balloon cuffs were able to deflate. The et tube was submerged underwater and an attempt to inflate the balloon cuff was made in order to detect any leaks. Upon injection of air, no leaks were detected. No functional issues were found with the returned sample. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction , is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states , "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint could not be confirmed since the actual sample was not returned. The customer returned a representative sample in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found with the returned device as it was able to properly inflate and deflate. No leaks were found with the sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined without the actual device.